Manufacturer narrative:
Investigation: unfortunately, a valid lot number and physical sample could not be obtained for the purpose of aiding in our investigation. As a result, bd engineers were unable to identify a root cause. DHR could not be performed as the lot# is unknown.

Event description:
It was reported that the unspecified bd intima ii IV catheter experienced leakage. The following information was provided by the initial reporter: it was found liquid leakage at tubing when clamped was closed, e-tubing broken.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intima ii IV catheter experienced leakage. The following information was provided by the initial reporter: it was found liquid leakage at tubing when clamped was closed, e-tubing broken.